Manufacturer narrative:
(B)(4). This report where the home patient (hp) left an clamp open on one of the unused supply lines, which is a user error. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. If additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) alarm. This occurred on the homechoice (hc) during dwell three of six, while the hp was connected. The hp left an open clamp on one of the unused supply lines during therapy. The tsr had the hp cycle the power to end the therapy. The tsr advised the hp to start the therapy over using all new supplies. There was no report of adverse event associated with this report. No additional information is available at this time.